Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective clutch plate. Upon visual inspection, no physical damage was observed. Unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance. The autopulse platform failed initial functional testing due to ua17 (max motor on time exceeded during active operation) error message upon powering on. Noticed that the hexagon socket of the clutch disc was enlarged and as a result, the clutch plate got stuck on the hexagon shaft. The clutch plate appeared worn. The archive data review showed occurrence of multiple user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the reported complaint date. The clutch plate needs to be replaced to remedy the ua17 error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Upon customer approval, the defective part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. No additional information was provided. No known impact or consequence to patient information was provided.